Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.the following sections could not be completed with the limited information provided.

Event description:
During an open reduction internal fixation procedure, the driver fractured while inserting screws. No pieces fell in the patient.